Event description:
It was reported that the customer experienced a low blood glucose (bg)was displayed as "low"; however, a specific value was not provided. Suspected cause was due to the customer¿s personal profile requiring adjustments. Customer consumed carbohydrates to address bg. Customer updated their settings to address the event.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.